Manufacturer narrative:
H10: the actual device was not available; however, three photographs of the sample was provided for evaluation. The visual inspection of the three provided pictures showed the product wet (during priming). On picture one and three, two black particles at the header cap was observed. On picture two, only the product label was visible. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name :(B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a revaclear 300/apac set, particulate matter inside the dialysate port was observed. There was no patient involvement. No additional information is available.